Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the hospital for treatment due to her high blood glucose. The blood glucose reading at time of call was 192mg/dl. The customer stated that she was experiencing high blood glucose for the past three days. Troubleshooting was performed. The programming, time, and date were correct. Attempted to perform fixed prime test and the customer stated that she did the fixed prime test and insulin exited through the tubing. The customer stated that insulin pump was alarming no delivery. No further info was provided.